Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, preoperative diagnosis: genuine stress incontinence with mixed incontinence procedure (s) performed: transobturator tape for urethral sling complications post implant: pain, infection, urinary problems